Event description:
A patient in for a hysteroscopy, dilation and curettage with thermal ablation of the endometrium. During the procedure, defective thermachoice balloon was removed from uterus after treatment cycle was automatically cancelled per machine. Balloon was found to have a hole in it. Approxmimately 10-12ml of hot d5w escaped into vaginal canal. Surgeon immediately absorbed fluid with sponge. Visual and manual inspection indicated no injury resulting from the leak.follow up reveals that there were two holes: one on the lateral side of the balloon and one directly over the wand (this one was believed to be caused by the inspection of the device). The device has an alarm (prior to shut down) and the alarm did sound. The pre and post diagnosis was menometrorrhagia. The device does have a cavity integrity analysis feature that does work appropriately (per site). There was manufacturer-provided training and no biomed analysis was done.